Event description:
(B)(4). My devices were covered by my insurance. I had to have a second tube put in my right side, by the time for follow, because my right was not in place. Having painful sexual intercourse to the point we could not. I got pregnant twice and lost both. I lost all of my teeth . I was bleeding so bad that I was passing blood clots the size of grapefruits. Cramping; I had to have a total hysterectomy because of all of the issues.